Event description:
It was reported the lv (left ventricular) lead had increasing thresholds since implant. At the last interrogation, six days after implant, it was noted the lead had no capture at 8v. A lead revision procedure was planned. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Intermittent sensitivity was noted. Data revealed the r-wave measurements were variable in amplitude, and during some periods, no measurements were made.